Event description:
Following the completion of an uneventful routine dialysis treatment, the pt was discharged home in stable condition. Two hours later, the pt developed nausea, vomiting and severe abdominal pain. The pt was admitted to the hospital and diagnosed with hemolysis. There was no clinical evidence of a hemolytic reaction during the dialysis treatment. Technical evaluation of the machine, disposables and water supply were all negative for malfunctions/defects. The lab data indicates the pt had a mild clinical hemolysis. The data is suggestive of a medical immune-related reaction, with no evidence of mechanically-related hemolytic event.

Manufacturer narrative:
One gambro polyflux 170 h dialyzer was used in the dialysis treatment. It is not clear which lot number was involved with this event. Three lot numbers were reported by the clinic. Two used gambro polyflux 170 h dialyzers with lot numbers 1-4872-h-01 and 1-4875-h-01 were returned. The two dialyzers were investigated by the manufacturer, and no failure or malfunction could be found. (B)(4). Gambro performed three lot history record checks and confirmed that those lots were produced and tested without any nonconformities. No further complaints for similar events were reported for those three lot numbers.